Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing unexplained blood glucose levels. Patient stated her blood glucose level was 300 mg/dl today. Patient reported she changed the cartridge, adapter, infusion set and tubing; her blood glucose began to come down. Patient stated she has experienced unexplained elevated blood glucose levels once per month for the past 3 months. Patient alleges the pump is not delivering insulin properly. No adverse event reported. Product was replaced and requested return of the alleged pump, cartridge, adapter, and infusion set for evaluation.